Event description:
A physician reported that he had a patient (age, gender unspecified) who received treatment with hyalgan (hyaluronate sodium) and experienced a pseudoseptic reaction along with swelling of the knee.